Manufacturer narrative:
Please note that the following section is being updated based on additional information provided by a penumbra sales representative on october 02, 2025: 1. Section b. Box 5. Describe event or problem.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 and m2 segment of the middle cerebral artery (mca) using a penumbra system red62 reperfusion catheter (red62), a penumbra system red 43 reperfusion catheter (red43), a bmx96 access system (bmx96), and a guidewire. During the procedure, the physician advanced the red43 and the red62 coaxially to the target location. The physician completed two passes using the red43. While manipulating the red62 and red43, the physician noticed under fluoroscopy that the red62 and red43 fractured in the m1 segment of the mca. The physician attempted to use a snare device without success. A non-penumbra balloon device was used to remove the fractured segments of the red62 and red43 from the patient. The procedure was completed using a new red62, a new red43, and the same bm96 resulting in thrombolysis in cerebral infarction (tici) grade 3. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Evaluation of the returned penumbra system red 43 reperfusion catheter (red43) confirmed that the catheter was fractured and revealed stretching at the fracture site. If the catheter is retracted against resistance, damage such as stretching and a subsequent fracture may occur. Based on the reported event, the root cause of resistance during the procedure could not be determined. Further evaluation revealed a fracture underneath the strain relief. This damage is incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the m1 and m2 segment of the middle cerebral artery (mca) using a penumbra system red62 reperfusion catheter (red62), a penumbra system red 43 reperfusion catheter (red43), a bmx96 access system (bmx96), and a guidewire. During the procedure, the physician advanced the red43 and the red62 coaxially to the target location and completed two passes. While aspirating and manipulating the red62 and red43, the physician noticed under fluoroscopy that the red62 and red43 fractured in the m1 segment of the mca. The physician attempted to use a snare device without success. A non-penumbra balloon device was used to remove the fractured segments of the red62 and red43 from the patient. The procedure was completed using a new red62, a new red43, and the same bm96 resulting in thrombolysis in cerebral infarction (tici) grade 3.